Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer is receiving boluses while blood glucose (bg) level is trending low. There was no adverse impact to customer's blood glucose level. Customer declined to provide further information or undergo troubleshooting.